Event description:
It was reported that the patient alert was triggered due to high impedance on the superior vena cava coil. It was also reported that the right ventricular defibrillation impedance was slightly fluctuating. It also reported that high voltage shock was not delivered through the lead since implant possibly due to the superior vena cava pin not being fully inserted into the device header. The pocket was re-opened to tighten the connection. The right ventricular lead and the device remain in use. It was also reported that the left ventricular lead had intermittent capture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that there was high resistance/impedance as there were two patient alerts for out of tolerance subthreshold lead impedance on (B)(4) 2012 and (B)(4) 2012. Also the weekly and daily pace lead impedance trend data shows an abrupt increase for svc (superior vena cava) defibrillation equaling 68 to 109 ohms peak between (B)(4) 2011 and (B)(4) 2012.